Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant was placed in the mouth, a failure occurred upon insertion. Another implant was not placed successfully in the same site. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant was placed in the mouth, a failure occurred upon insertion. Another implant was not placed successfully in the same site. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)